Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after performing biopsy using the spybite, the working channel sleeve protruded out of the spyscope ds. A spybite biopsy forceps was inside the spyscope ds when the working channel sleeve protruded. Reportedly, no part of the spyscope ds detached and there were no reported issues with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.